Manufacturer narrative:
The reported event that k-wire gamma ø3,2x450 mm was alleged of packaging - hair in package could not be confirmed, since a pollution in original condition could not be confirmed as the device was received in already unpacked condition out of its original packaging. Nevertheless, as the device is packed in a clear pouch it would have been best presented in unpacked condition which has been possible in this case. Nevertheless, nothing was reported at the distribution site during incoming inspection. The device inspection revealed the following: inspection revealed a hair at the tip of the blue silicon cap. However, not enough information is available to confirm the pollution in original condition and it could not be excluded that the pollution occurred at the user site during opening/handling of the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
As reported, opened a k-wire and there was a hair found in the sterile packaging.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported, opened a k-wire and there was a hair found in the sterile packaging.